Event description:
It was reported that the radiofrequency programmer head could not establish telemetry with two different patients/devices. In both instances the head was changed out and telemetry was acquired. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the head had no telemetry and noted that it failed all uplink amplitude tests. It was further noted that the head's cable was twisted. The cable was replaced to resolve all. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).